Event description:
Two patient samples were tested using immucor gti diagnostics assay pf4 igg (k071781). The sample results were positive. The samples were retested using a replacement wash buffer provided by the manufacturer. The sample results were negative. Confirmatory testing was performed using the serotonin release assay (sra). The sra is a laboratory developed test which is commonly used as a confirmation assay. The customer has confirmed that patient care was not affected due to the initial false positive results.